Event description:
The patient, whom is also a physician, reported "a change in the size and shape of the breast" and a mammogram and ultrasound showed "periprosthetic fluid collections and irregularity of the surrounding capsular tissue. As well as a potential rupture" and the patient is "concerned about the possibility of a breast implant associated anaplastic large cell lymphoma". Explanting physician confirmed the reported events. This relates to the right side. Histopathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
Clarification to device info: (d.4): inspira trm textured 310 device. Continued h6: f2201. The reported events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "periprosthetic fluid collections and irregularity of the surrounding capsular tissue, as well as a potential rupture" and patient is "concerned about the possibility of a breast implant associated anaplastic large cell lymphoma".